Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (cts), however, customer declined to complete the check. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.